Manufacturer narrative:
Calibration and qc results were within acceptable ranges. Service was unable to duplicate the issue. The rinse levels and gear pump pressure were verified. The customer completed a precision check successfully. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable creatinine plus ver.2 results for 5 patients on a cobas 4000 c311 module. Results for patient 1: the initial result was 2.36 mg/dl. The result was repeated at a sister facility on a cobas 8000 analyzer. The repeated result from a separate sample was 1.43 mg/dl. The repeated result was believed to be correct. Results for patient 2: the initial result was 1.96 mg/dl. The result was repeated at a sister facility on a cobas 8000 analyzer. The repeated result from a separate sample was 1.19 mg/dl. The repeated result was believed to be correct. Result for patient 3: the initial result was 2.88 mg/dl. This result was not repeated, but the result did not meet the clinical picture or historical data of the patient. Results for patient 4: the initial result was 1.65 mg/dl. The result was repeated at a sister facility on a cobas 8000 analyzer. The repeated result from a separate sample was 0.7 mg/dl. The repeated result was believed to be correct. Result for patient 5: the initial result was 2.27 mg/dl. This result was not repeated, but the result did not meet the clinical picture or historical data of the patient. The initial results for each patient were reported outside of the laboratory. The reagent lot number and expiration date are 44122501 exp: 31-jul-2020.